Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "perforation in the breast prosthesis of our patient". Healthcare professional later reported "signs of rupture" via MRI. Device has been explanted and replaced with a non-abbvie device.

Event description:
Healthcare professional reported "perforation in the breast prosthesis of our patient". Healthcare professional later reported "signs of rupture" via MRI. This record is for the left side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as surgical damage and opening assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required.